Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se with a 5fr sheath, after a diagnostic procedure. Reportedly, the clip was deployed but the puncture site was not closed. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device was fully clip-deployed, however, the clip was not returned. Without the return of the clip, the reported failure to close the vessel after firing the clip could not be confirmed. Inspection of the returned device revealed that the sheath was torn at the very end. This indicated that the garage leaves of the delivery tubeset became disrupted during the thumb advancer stroke and shredded into the sheath. Torn sheath at the distal end could have interfered with the clip placement when depressing the deployment button. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the sheath to be shredded at the very end is tight tissue tract. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.